Event description:
(B)(4) the provider states the wheellocks keep slipping, or staying in place causing damage to the tires of the drive wheels. The provider states the end user has only had the chair a few months so he doesn't understand what is causing the issue. He also states the armpad of the unit is cracked. The caller didn't have additional information regarding the issue nor the consumer (B)(4).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.